Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over to the server and station. The technical support specialist coordinated with the interface engineering support team and collaborated with the interface team and ran server downtime queries that showed increasing extensible markup language message counts, restarted the pyxis external inbound processor service to confirm message reduction, later verified full resolution by re-running downtime queries, confirming normal extensible markup language processing and updated processed local date and time values in the database, validated with facility staff that all devices were functioning. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patient records were not crossing over to the server and med station devices. No error message was displayed. The customer stated that the patients initially appeared in the current room but later reverted back to the previously assigned room. There were no delay or adverse events or injuries reported based on this event.